Event description:
Reporter indicated a vns dell x50 handheld computer serial cable was suspected of being faulty, and the serial cable has been returned for analysis. Analysis of the serial cable is pending.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.